Manufacturer narrative:
Device passed displacement test. Pump error 63 alarm noted during self test and pump error 2 confirmed in device history file (variableinfo = 3) due to broken trace at pin 6 at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with an multiple insulin pump errors. The blood glucose was unknown at the time of the incident. Fill cannula was recorded in daily history. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.